Manufacturer narrative:
On 01/26/2016, a medtronic representative, following-up at the site, reported there was no red x seen on the generator, the scroll bar would go to the end but never get a green check. On 02/03/2016, a medtronic representative, following-up with additional details from the site, reported the patient was under anesthesia, and incision had been made, at the time this occurred. The decision to abandon the procedure was made when the imaging system was pulled into the room for a spin and transfer to navigation system. The imaging system was not functioning properly at that time. The patient was brought back two days later, after the o-arm was repaired. Reports are that the patient did well in the second procedure. Return requested. Replacement detector panel shipped to site 01/27/2016. Medtronic investigation of returned suspect detector panel confirmed reported problem "the scroll bar would go to the end but never get a green check" per the medtronic representative . Detector panel presented with trac seal intact on box. The medtronic representative confirmed detector panel was not used. Cp2 was installed on imaging system sn (B)(4) and paired with existing detector panel on (B)(4), 2016. Cp2 functioned as expected over dozens of power cycles. After 12 days in the system, the system remained in "initializing" and the generator did not ready. It was noted the "fiber" led on cp2 was yellow, instead of green. No error was displayed on cp2. In viva application, host computer and cmd addresses were correct, ethernet connection was specified, yet, when attempting to link the cp2, the ethernet connection could not be established. All physical connections were checked with no resolution. Red light is seen inside fiber connector connection. Known good cp2 installed functions as expected and verifies all connections physically good. Faulty cp2. Electrical failure - malfunction, communication/black status. On 01/27/2016, a medtronic representative performed an imaging system check-out, mechanical, cable grade, safety inspection, software and navigation tests passed. Imaging modalities test failed in 2d and 3d. Cp2 not working as expected and was replaced. Issue resolved. Resolution: reported issue was that the pendant displayed red ¿x¿ for the generator and would not boot into normal 2d mode. This issue occurred one day after the umbilical was replaced and imaging system check-out passed for that repair. Further inspection for this complaint revealed that the command processor (cp2) would not boot correctly (post never happened). The only led that was lit was for the power. Detector had its green led for the optical cable. Replaced the cp2 and completed calibrations as per instructions. System checkout ¿ passed. Site staff verified. This imaging system was used successfully in a subsequent procedure while the medtronic representative was present. System performed as intended. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system pendant displayed a red x for generator, indicating the imaging system cannot be used for this procedure. Use of the navigation system and the imaging system were discontinued and the procedure was halted to be re-scheduled. Delay in therapy was less than one hour.